Event description:
A peritoneal dialysis (pd) nurse reported that she was performing a training treatment on a pt in clinic, when the cycler began to leak fluid from the cassette door. The treatment was stopped. The pt was treated with prophylactic antibiotics. The set was retained and is being made available for evaluation. During follow up, the pd nurse reported the pt's effluent was remained clear. She did not develop an infection. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.